Event description:
The 3m received a user facility report on august 10, 2009 informing them that a (B) (6) male with diabetes, hypertension, and arterial insufficiency underwent a distal left superficial femoral artery to posterior tibial artery bypass for ischemic rest pain and tissue loss to the left lower extremity. The pt's groin and bilateral lower extremities were prepped with duraprep, allowed to dry, and an ioban drape was applied. Reportedly, upon removal of the drape a skin tear (4cm x 4cm) occurred on the left medial upper thigh and was treated with bacitracin and tegaderm. The 3m was advised by user facility on august 12, 2009 that the injury required a skin graft to repair a nonhealing wound on (B) (6) 2009. The end.

Manufacturer narrative:
Pt may have had frigile skin due to health conditions. Skin graft required. The end.